Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an appropriate shock that accelerated the rhythm into ventricular fibrillation (vf). The rhythm converted after the second shock. The patient experienced a syncopal episode. Technical services (ts) was contacted and reviewed the data available. X rays confirmed appropriate device placement. This s-ICD remains in service. No additional adverse patient effects were reported.